Event description:
It was reported that the device exhibited an audible alarm, and watchdog error - which a software update did not rectify. The software update was unsuccessful in solving our alarms. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found broken top housing and a missing battery. A review of the event history log confirmed the customer reported complaint. During the functional testing, the issue was unable to be replicated. The cause of the issue was unable to be confirmed but alarm loudness was found as level 1. No action was taken as customer approval of the repair estimate had not yet been received. Service history review found no indication that this complaint was related to previous repairs within past 12 months.